Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer had multiple cartridges begin to leak during training on the pump. There was no impact to customers' blood glucose level. Customer had not connected to the pump for insulin therapy yet.